Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the device screen became frozen and was slow to respond. Remote access to the station was performed and approximately 57 applications were found running simultaneously. The applications were closed to restore responsiveness. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a frozen screen. A technical support specialist identified that the screen was frozen and, after remoting into the system, found that 57 applications were running simultaneously, causing slow performance. The specialist ended all running applications to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.